Manufacturer narrative:
The loaner device was returned. During the inspection, it was discovered that the front panel lights were failing. Reportedly, the lights would not turn off. After trouble-shooting the subject device, evaluators noted that the panel issues are likely caused by a loose ribbon cable. A new ribbon cable was installed, and the unit was tested and passed all functional checks. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During the inspection of a returned loaner evis exera iii video system center, evaluators discovered that the front panel controls were not functioning properly. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the inspection, it is likely the front panel control was not functioning properly due to a loose ribbon cable. The root cause of the loosening could not be identified. Olympus will continue to monitor field performance for this device.